Manufacturer narrative:
Five (5) devices were received for evaluation. The returned units were labeled for single use. Visual inspection was performed on the returned units and noted excess white drug precipitate inside the solution of the bladder. When the luer cap was removed, no evidence of flow was observed coming out at the distal luer. The reported condition was verified. The cause of the condition was determined to be excess drug precipitate blocking the fluid exit at the distal end of the luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. It was reported that there was no flow through six (6) large volume infusors. These events occurred during unspecified process steps and it was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with these events. No additional information is available.